Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. This specific event has been caused by a fall of the pt and was not related to product failure. It is reported according to the zimmer reporting procedure. The need for further corrective measures is not indicated at this time and zimmer (B)(6) considers this case closed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. (B)(4).

Event description:
It is reported that this pt is participating in a (B)(6) study on zimmer natural nail system-cephalomedullary nail sponsored by zimmer. She had a fall about a month after in index surgery that resulted in a fracture neck of the right humerus. Pt rec'd conservative treatment in collar and cuff. There was no revision. The event has been assessed as not related to the implant by the investigator. The pt continues to be followed up in the study. This reporting is initiated by zimmer as part of the adverse event reporting process.